Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site. Visual evaluation of the console confirmed the customer reported complaint. The damaged pump rotor was replaced to remedy the complaint. During visual inspection no physical damages were observed. Archive event log data was downloaded and noted no errors. After replacement of the damaged component, the console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the cooling phase of the treatment, the customer reported defective pump rotor head on the thermogard xp ivtm system. The customer used another thermogard console to continue with the treatment. No known impact or patient consequence information was available. No additional information was provided.